Event description:
It was reported that pump generated cartridge alarm 20 and that similar alarms had occurred previously with same device, but there was no adverse impact to the customer¿s blood glucose level. Customer successfully loaded new cartridge using correct technique, resumed insulin therapy, and planned to use multiple daily injections as backup insulin delivery. Technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, with customer acknowledging all instructions and agreeing to return pump using prepaid label within 10 days.